Event description:
Dealer states one of the gearboxes is leaking, he did not say which one.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.